Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer's wife reported via phone call that the insulin pump alarmed multiple no delivery alarms after an infusion change during a bolus delivery. Customer's blood glucose was unknown. During troubleshooting, insulin did not exit during fixed prime. Insulin pump alarmed a no delivery alarm during manual prime. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed prime, excessive no delivery and displacement tests. No excessive no delivery alarm during our testing. However, the insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.